Manufacturer narrative:
"Based on a medical safety review, including clinical expertise, complaint information, and review of carelink data, the dka event is most likely related to an incomplete rewind and fill process during initiation of the replacement pump. Carelink personal data indicate that the customer performed the initial rewind after entering the time and date as part of the startup wizard and subsequently entered pump settings; however, the tubing and cannula fill steps were not completed. Carelink data showed that the replacement pump was started with correct settings, but the required tubing and cannula fill steps were not completed during the initial setup. On the day of the event, sensor glucose readings were high (starting at 332 mg/dl), and multiple hyperglycemia alerts were acknowledged by the user. Glucose levels improved later in the morning, and the battery was removed. The instructions for use direct customers to follow the pump rewind process when inserting a reservoir for the first time. However, the pump¿s user interface does not prompt a second rewind and priming process. This is a known issue that has been previously escalated, and corrective actions are already in place. CAPA reference 729075." This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported high blood glucose and the pump was not working. The customer reported a blood glucose value of 450 mg/dl. The customer reported hyperglycemia, and diabetic ketoacidosis was treated with the manual injection/insulin pen, an IV insulin drip (intravenous insulin infusion), an emergency room visit, and hospitalization. Also, the customer reported the symptoms of malaise and vomiting, which were treated with hospitalization. The event involved products mmt-332a, mmt-7040a, unomedical, and mmt-1884. Troubleshooting was partially performed for high blood glucose, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-332a, mmt-7040a, unomedical, and mmt-1884.